Event description:
The device was used during a lung volume reduction procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. H6 - piston slide disengaged from the piston rod.